Event description:
Dealer states the the wheel is wobbly and warped.

Manufacturer narrative:
(B)(4). Indicting the manufacturer and serial number as unknown. The serial number provided is invalid in invacares serial number tracking system. Based on the order number the (B)(4) in the number is correct, thus indicating that invamex is the manufacturer. (B)(4).